Manufacturer narrative:
(B)(4). The complaint mr290 chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Without examining the complaint device we are unable to confirm a fault with the device. The hospital reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. It is known that during the use of a synchronised intermittent positive airway pressure (sipap) machine, the pressures produced in the chamber sometimes are in excess of 80 cmh2o and this may affect the integrity of the chamber. Previous investigations have shown that this can lead to leaks in the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A clinic in (B)(4) reported via our distributor that a mr290 humidification chambers was leaking when used in combination with sipap therapy. No patient involvement was reported.